Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The safety clamp was identified to be out of calibration during the functional testing. The cause of the condition could not be determined. To correct the condition, the safety clamp was calibrated by placing a safety clamp shim. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have an out of calibration safety clamp. No additional information is available.